Event description:
Consumer initially reported complaint for error message (e-6). Son-in-law is calling on behalf of the customer. During the call, a blood test was performed by the customer am fasting and produced test result of 37 mg/dl using true metrix air meter. The customer¿s expected blood glucose test result range was not disclosed. The product is stored according to specification, the test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is (B)(6) 2023. At the time of the call the customer reported feeling dizzy; son-in-law was going to seek medical intervention for the customer (did not specify).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 14-mar-2023 to ensure the customer's condition had improved - able to establish contact with customer's son-in-law who stated the customer's condition had improved and she did not currently have any diabetic symptoms. Son-in-law stated that after the initial call customer had gone to the hospital on (B)(6) 2023. Customer had received treatment to raise her blood glucose. Son-in-law stated that he did not know the details of the medical intervention and was unable to provide any further information. Note 2: manufacturer contacted customer in a follow-up call on 20-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 09-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.